Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-11790, batch number 17937, was received for evaluation. - visual inspection noted that the cutting tip was stuck in one position and would not engage with the handle. Additionally, the device had significant signs of wear along its body: discoloration, fading of the laser marks, and material degradation. - functional testing was not performed due to the damage to the device. - the most likely cause of the reported failure is wear and tear damage incurred over repeated usage. - refer to the investigation images. - the complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/18/2025, it was reported by a sales representative via (B)(4) that an ar-11790 suture cutter cutting system broke. The fragment was retrieved with a shaver/suction and grasper. This occurred during use in a knee arthroscopy case with no patient effect.